Event description:
It was reported that the hcp was having difficulty filling the reservoir. The needle and tubing were reported to be patent. Six days later, the hcp was still unable to fill the reservoir. No patient symptoms were reported; the report indicated that there was no significant sequela to the patient. A pump replacement was pending. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.